Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the hosp staff noticed that the box and pouch were labeled as a q ranger 30mm/3.5 catheter and the actual catheter is a q ranger, 20mm/3.5. No pt injury or complications occurred.